Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the craniotome device had a bent tip. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:the device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the dura guard was bent and the dura guard foot was drilled into. It was further determined that the dura guard of the device was bent by excessive force. It was determined that the foot of the dura guard became trapped in the inner table of the cranium and force was exerted to move it. It was determined that the component damage was caused by user error. It was further observed that the device was damaged due to improper burr insertion and excessive force during use. It was determined that when the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr device did not seat properly in the locking chamber. The attachment device was forced into position, which placed the distal tip of the burr device in compression. At that point, the tip of the burr device was in direct contact with the neuro tip of the attachment device. When the drill device was started, the burr drilled into or through the neuro tip. The component damage was caused by user error. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.